Manufacturer narrative:
Qc was run on both meters within 24 hours of the event with passing results. Both meters and the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient sample tested on 2 accu-chek inform ii meters serial number (B)(4) (meter a) and serial number (B)(4) (meter b). The result from meter a at 3:13 a.m. From a heel stick was rr lo (numeric result < 30 mg/dl). The customer reviewed the actual result in the data management system and the result was 26 mg/dl. The result from meter a at 3:14 a.m. From a heel stick was rr lo (numeric result < 30 mg/dl). The customer reviewed the actual result in the data management system and the result was 27 mg/dl. The result from meter b at 3:16 a.m. From a heel stick was 45 mg/dl. No laboratory testing was performed. The patient was not treated based on any of the results.

Manufacturer narrative:
The meter (serial number (B)(6) was received for investigation. The test strips were not returned. The meter was tested with retention strips and retention controls: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 47, 47, 48 mg/dl, level 2 ¿ 320, 320, 318 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.